Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump froze after he/she suspended it. The customer's blood glucose level was 259 mg/dl. Standard troubleshooting was performed. The customer changed the insulin pump's battery. The customer then received a button error alarm from pressing the buttons to try to get the screen unfrozen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No frozen screen noted. No button error alarm noted during testing. All operating currents are within the specification, no unexpected low battery, weak battery, failed battery test or off no power alarm noted. Insulin pump received with cracked reservoir tube lip.